Manufacturer narrative:
The reported malfunction was observed during review of the device history logs. However, the device was put through extensive testing including full functionality testing without duplicating the report. The smart pneumatic module board was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device displayed "internal comm failure - 1175", "internal comm failure - 1174", "compressor failure - 1002" and "off set self check failure - 1174" error messages. Complainant indicated that there was no patient involvement in the reported malfunction.